Event description:
A helical blade was not used during the preliminary or the removal procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument manufacturing date: 06-mar-2023. Expiration date: 31-jan-2033. Part number: 04.038.195s, tfna fenestrated screw 95mm -sterile. Lot number: 4790p68 (sterile). Note: component part manufactured by elmira; lot numbers 4564p09 quantity (B)(4) and 4565p28 quantity (B)(4). Production order traveler met all inspection acceptance criteria. (Pll) lppf rev g, lmd rev b was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during post-op the adverse event occurred or was identified during the surgical removal of a tfn-advanced - proximal femoral nailing system (tfna). The surgery was performed on 8/31. The initial implantation of the tfna system was conducted on (B)(6). During the removal procedure, unsuccessful attempts were made to remove the lag screw using extraction instrument for tfna helical blade and screw (03.037.030). Following these extraction attempts, xrays were taken, it was viewed that the lag screw had migrated past the acetabulum and into the pelvis of the patient. It is currently unknown if this migration was due to error during implantation (occurred pre procedure) or if the lag screw was pushed past the acetabulum during initial removal attempts. It is also unknown if initial implant related operational insertion miss cues were a factor, or implant failure. More information is being gathered. Note - prior to the removal procedure, no pre operation x-rays were taken. There was no patient consequences. Concomitant device reported: helical blade/screw extractor (part# 03.037.030; lot# unknown; quantity# 1). This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: ktt.d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received.h3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.